Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer was having low battery issues. Troubleshooting was performed. The customer stated that a replacement battery cap did not resolve the issue. The customer's blood glucose level at the time of the call was unknown. Customer states that she uses aaa energizer battery and that she changes the battery every 36 hours. Customer stated that she had to change the battery after one day. Advised the customer that the pump will need to be replaced. Instructed the customer to return the insulin pump with the battery cap and batteries intact. Advised customer that a replacement pump is being sent out. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on interface board. The device also had broken reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.